Event description:
Healthcare professional reported left side "rupture within the pocket" and exchange of textured device due to patient's concern with product. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture : broken assessed as unidentified (tear) opening and missing assessed as inconclusive. Shell thickness was within specification). Anxiety-product/procedure: unable to observe since it is a medical event and is not related to the device. No additional observations. No further actions are required as no issues with the manufacturing process are observed.

Event description:
Healthcare professional reported left side "rupture within the pocket" and exchange of textured device due to patient's concern with product. The device has been explanted and replaced.